Manufacturer narrative:
Device evaluated by MFR: promus element plus,mr,ous 4.00 x 24 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found evidence of damage with struts on the distal end lifted. The undamaged crimped stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely calcified posterior descending branch. After pre-dilation was performed with a 4.0 balloon catheter a 4.00x24mm promus element plus drug-eluting stent was advanced for treatment. After multiple attempts to cross the lesion, the stent struts at the tip of the stent were lifted. The procedure was not completed due to another reason. No patient complications were reported and the patient status was stable.

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely calcified posterior descending branch. After pre-dilation was performed with a 4.0 balloon catheter a 4.00x24mm promus element plus drug-eluting stent was advanced for treatment. After multiple attempts to cross the lesion, the stent struts at the tip of the stent were lifted. The procedure was not completed due to another reason. No patient complications were reported and the patient status was stable.